Event description:
It was reported that during the procedure was noticed that there was a small piece missing from the tip of the wand.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported event. Visual inspection under magnification shows a intact tip of the wand with scratch/scuff marks and discolorations. There are no manufacturing abnormalities visually observed with the returned device. A functional evaluation of the wand could not be performed, as the wand cable was cut. The complaint was not verified and the reported issue could not be duplicated. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use ("IFU"). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.